Event description:
Broselow tape 2025 v3 - new errors found (nov 2025): two incorrect information identified: 1. Vecuronium (under airway management / pre_rsi indication): listed as 0.1 mg/ml, (should be 0.1 mg/kg) 2. Flumazenil (under toxicology) listed as 0.1 mg/kg (should be 0.01 mg / kg).